Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the returned reader and damage to the usb port was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage or corrosion was observed. Minor scratches were observed on the usb port from inserting and ejecting the cable. The usb port was tested for charging and ability to connect to pc. Test results confirmed typical charging capabilities and successful connection to pc, indicating the damage did not impact the functionality of reader. Therefore, the damaged usb port did not contribute to the customer's complaint. The reader battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification. The reader passed all self-tests. A thermal camera was used to monitor the reader's components during operation and no hot spots were observed. There was no evidence observed that the reader was ¿too hot to hold" as reported by the customer. The customer did not return the usb charging cable or adapter. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process.  A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.